Event description:
Patient reported the infusion device displayed an e1 cartridge empty error, and the error message could not be cleared by pressing the check button. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and received for evaluation on (B)(4) 2013. A preliminary evaluation revealed the up button is always active and this led to the inability to clear the e1 error message. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E1 errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button and unclearable e1 error messages.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Device evaluation is in progress.